Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) health services. (B)(6) md. History and physical. Came to office for consultation. Complaining of lower incisional hernia on abdomen from previous hysterectomy. Also had caesarean section x2 through same incision. Having pain with bulge present; no nausea or vomiting. Past medical history: diabetes type 2, arthritis, obesity and degenerative joint disease. Smokes five to six cigarettes per day. Abdomen obese, soft and positive for bowel sounds. Lower midline incision, no obvious hernia. There is defect at level of umbilicus and one at lower midline and reducible. No evidence of incarceration. Impression/plan: symptomatic lower midline incisional hernia. Discussed laparoscopic repair. Surgery (B)(6) 2012. (B)(6) 2012: (B)(6) hospitals: (B)(6) md. Discharge summary. History and hospital course: admitted for elective repair of incisional hernia. Postoperative pain management problem first few days but eating that night. Friday doing better but not ready to go home. On weekend, seen by covering physician who sent her home. Follow up one week. (B)(6) 2012: uhs. Discharge instructions. Activity: as tolerated. Follow-up appointment: dr. Aronis 1 week. Notify healthcare provider if: increased pain, nausea, vomiting, any questions or concerns. (B)(6) 2012: (B)(6) surgery. (B)(6) md. Office visit. Status post repair incisional hernia. Abdominal wounds benign. Bit tender on right side, but appears intact. See in office in two weeks. (B)(6) 2012: (B)(6) surgery. (B)(6) md. Office visit. Abdominal wounds benign. Making good progress. No complaints. Will see in office as needed. (B)(6) 2012: (B)(6) services. (B)(6) md. History and physical. Came to office (B)(6) 2012 for consult. Found to have large incisional hernia at abdominal wall. Taken to operating room for laparoscopic repair (B)(6) 2012. Presented back on (B)(6) 2012 complaining of mass and found to have recurrent hernia at upper end of repair. Smokes about half-pack per day. Weight 200 lbs. Abdomen obese. Tender on right side of umbilicus where palpable mass, which is reducible consistent with hernia. About 4 cm defect. No evidence of incarcerated intestine within it, but is difficult to say given her abdominal size. Impression/plan: recurrent incisional hernia. Going to proceed with laparoscopic surgery to repair with re-fixation of mesh perhaps addition of more mesh. Going to give bowel prep preoperatively to minimize need bowel resection if end up with enterotomy. (B)(6) 2012: [facility ni.] [Signature illegible.] Phone call. Struggling with constipation and poor appetite. Reviewed with her need to increase fluid intake and mobility. Will use sennokot for bowels until after surgery. Will use abdominal binder for comfort until after surgery. (B)(6) 2012: (B)(6) hospitals. (B)(6) md. Pathology report. Accession number: (B)(4). Final diagnosis: specimen labeled as partial omentum: fibroadipose tissue with acute inflammation, chronic non-specific inflammation and fibrosis. Gross description: received in formalin labeled partial omentum is an 11.8 x 6.3 x 1.7 cm yellow-tan focally markedly hemorrhagic finely lobulated portion of tissue which is grossly consistent with omentum. Adherent to the fatty tissue is a 9.8 x 5.6 cm pink-tan focally erythematous somewhat membranous portion of tissue with portions of foreign somewhat coiled portions of purple plastic and possible suture material. The tissue is sectioned to reveal a yellow-tan glistening cut surface. Clinical data: aerobic an anaerobic cultures of mesh; quantitative culture of mesh; partial omentum. (B)(6) 2012: (B)(6) hospitals. (B)(6) md. Discharge summary. Recurrent incisional hernia. Surgery (B)(6) 2012. Given antibiotics. Postoperative day 1 doing well. No complaints of pain. Bowel function returned quickly. Advanced to regular diet. By friday afternoon, walking, eating well and ready for discharge. Saturday discharged home. Follow up one week. (B)(6) 2012: uhs. Discharge instructions. Activity: no lifting, may shower daily. Follow-up appointment: dr. (B)(6) 7-10 days. Notify healthcare provider if: increasing abdominal pain. Nausea/vomiting. Temperature greater than 101. Any redness, drainage, swelling from incision site, or any other concerns. (B)(6) 2012: (B)(6) surgery. (B)(6) md. Office visit. Status post removal of mesh and primary closure. Cultures from mesh were negative, but some bacteria seen in one of fluid specimens. Wounds benign. Staples removed. Eating and moving bowels. Physically active and no complaints. See in office in one month. (B)(6) 2012: (B)(6) surgery. (B)(6) md. Office visit. Overall, doing well. Had cough and upper respiratory tract infection lately and developed abdominal distention around old hernia site. Abdomen soft. Wounds well healed. Little bit of bulge in right side of midline consistent with previous hernia space, but no evidence of recurrent hernia. (B)(6) 2012: uhs. (B)(6) md. Office visit. Hernia. Feels good has pain some times. Status post removal of mesh, no complaints accept mass right side. Abdomen: mass present, no change, but painful at times. Uses support wrap. Hernia present in incisional area, suprapubic (right). Not reducible. Mass status post closure hernia without new mesh. Firm mass, 15 x 15 cm right lower quadrant. Assessment/plan: status post primary closure lower midline incisional hernia with removal of mesh. Cultures negative, but concerned prior mesh was infected. Now mass in right lower abdomen with recurrent hernia or just scar tissue. Discussed need for future repair. Wishes to hold off for now. (B)(6) 2012: uhs. (B)(6) md. Office visit. Hernia right side abdomen; pain gotten worse. Presents to discuss repairing recurrent hernia. Abdomen: obese. Hernia present in incisional area, periumbilical (right), tender. Reducible. Defect is about 4cm x 4cm adjacent to umbilicus. Assessment/plan: presents with recurrent hernia. Discussed laparoscopic repair with mesh and general risks. Questions answered and wishes to proceed. (B)(6) 2012: [facility ni, not indicated.] (B)(6) pa. Phone call. Spoke with patient. May lift up to 10 lbs. Week one and two. May lift up to 25 lbs. Until week 6 then no restrictions. (B)(6) 2012: uhs. (B)(6) pa. Office visit. Follow up surgery. Status has worsened. Reports pain across abdomen. Pain scale 9/10 and occurring persistently. Using medication as prescribed and having good response. Reports wound complications of discharge, redness and foul odor. Associated symptoms include abdominal pain, anorexia, fever/chills and urinary difficulty. Noted slight yellow discharge from wound for 3 days, temperature has been 99-100.3. States recovery worse than other surgeries. Unable to keep appointment on (B)(6) 2012 so staples are still in. Wound healing without erythema. Normal granulation tissue present. Staples removed, steri-strips placed. Staples removed by dr. (B)(6), purulent maloderous [sic] discharge noted. Given augmentin, pain medication and ambien. Assured healing well. Advised signs of infection. Follow up in one week, keep incision clean, wash daily. (B)(6) 2012: uhs. (B)(6) pa. Office visit. Post-op visit. Feeling much better. Drainage and pain decreased. Wound free of exudates, healing well, without erythema. Normal granulation tissue present. Steri-strips in place. Edges well approximated. Follow up one month. (B)(6) 2012: uhs. (B)(6) pa. Office visit. Follow up surgery. Incision healed, no longer draining, pain minimally better. Unable to do activities of daily living. Assured would get better. Pain may take longer to improve because weight. Follow up one month. Work on weight loss. (B)(6) 2018: uhs. (B)(6) md. Office visit. Presents for other hernias. Symptoms began 1 year ago. Reported as mild; occur constantly. Problem list: (B)(6) 2018: gout, arthritis, spinal stenosis, hypertension, degenerative disease of central nervous system. (B)(6) 2012: osteoarthritis, obesity. (B)(6) 2011: diabetes mellitus type 2. Past medical/surgical history: (B)(6) 2012: incisional hernia. (B)(6) 2012: laparoscopic repair with mesh. (B)(6) 2017: lap sleeve gastrectomy. (B)(6) 2017: bowel resection. (B)(6) 2012: recurrent incisional hernia. Caesarean section x2. Hysterectomy. Current every day smoker for 34 years. Weight 210.98 lbs., bmi 37.37. Allergies: aspirin, morphine, oxycodone, protonix. Assessment/plan: had open hysterectomy several years ago and developed incisional hernia. Mesh hernia repair around 2011 presented back with recurrence. Mesh appeared infected and was removed and closed primarily. Subsequently went to or 2012 for laparoscopic repair of hernia and had to have combined open technique because of dense adhesions. Did well after repair until developed recurrent hernia while shoveling snow. Felt mesh tear. Admitted for bowel obstruction requiring exploratory laparotomy and small bowel resection (B)(6) 2017. (B)(6) 2017 had gastric sleeve operation for weight loss. Hernia has recurred. On exam is about 20 x 10 cm defect in midline with huge diastases. Discussed details of transverse abdominus muscle release with open placement of mesh in retrorectus space. Discussed risks of pain, bleeding, infection, and if infection occurs need for mesh removal, recurrence risk, blood clot risk, heart or lung problems and need for several days hospitalization. (B)(6) 2018: (B)(6) hospitals. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnosis: recurrent hernia. Postoperative diagnosis: recurrent hernia. Procedure performed: exploratory laparotomy, extensive lysis of adhesions, small bowel resection x2 with primary anastomosis and primary closure of abdominal wall. Assistant [sic]: general anesthesia. Operative indications: 51-year-old female with previous abdominal surgeries presented with a recurrent incisional hernia. The plan is to proceed with a transverse abdominis release procedure with placement of mesh within the abdominal wall. We had a long conversation with regard to the technique of component separation surgery and she wished to proceed with surgery. Procedure: ¿after induction of general anesthesia, the patient underwent placement of foley catheter without difficulty. Her abdominal wall was prepped with chloraprep and draped in usual fashion. We began with a midline incision. Local was injected to the skin and subcutaneous tissues. The old scar was excised using sharp dissection and dissected down through the skin and dissected a little bit further to expose the small bowel, which was densely adherent to the skin. This required careful tedious dissection attempt to remove the skin from the small bowel, but an enterotomy was encountered. Further dissection was required to free up the small bowel from the scan [sic] and dissect superiorly and inferiorly. We were able to dissect down to the fascia in the upper midline, which had not been previously opened. We went ahead and opened the fascia a little bit further and did careful sharp and cautery dissection, freeing up the small bowel from the skin and the edges of the fascia and subcutaneous pockets on either side where the hernia was protuberant through the abdominal wall. This required long careful dissection. We ended up with 2 enterotomies requiring resection of 2 segments of small bowel. Once the small bowel was freed up from abdominal wall, we dissected further the abdominal cavity and freed it up from interloop adhesions and then began lysing the adhesions of the small bowel. The enterotomies were controlled with non-crushing bowel clamps when we did this. After more than an hour of dissection, we were able to free up the small bowel and identified the ligament of treitz and also the cecum. The small bowel was examined along its entire length. Interloop adhesions were taken down and freed up all the adhesions we could. There were also some internal bands forming internal hernias which were lysed with the cautery. The cecum and transverse colon appeared to be benign, as well as the left colon. Once we had freed up the adhesions, we went ahead and began doing resection of the injured parts of the bowel. One section was closed with a side-to-side functional end-to-end anastomosis using white loads of echelon 60 stapler. We used two firings of the stapler to make the anastomosis long enough and then removed the redundant bowel using a blue load of the stapler. Redundant bowel was sent to pathology. The anastomosis was reinforced at the crotch with 3-0 vicryl suture and then the mesenteric defect was closed with running 3-0 vicryl suture. The anastomosis was palpated and was widely patent. A second segment of bowel required a similar side-to-side functional end-to-end anastomosis done with white loads of the stapler followed by a blue load to close the opening. Once again, the suture there was a suture placed at the crotch of the anastomosis and the mesenteric defect was closed with a running 3-0 vicryl suture. The anastomosis was widely patent by palpation. There was no evidence of any bleeding. The small bowel was again examined once again from the ligament of trietz down to the cecum. There were no other enterotomies or serosal tears noted. We then irrigated the abdominal cavity with copious amounts of saline. The aspirate returned clear. Further dissection was conducted in the upper midline freeing up the transverse colon from the abdominal wall where it was adherent. The omentum was also taken down off of the old mesh. The old mesh was lying in place well adherent to the abdominal wall on each side of the defect. The mesh appeared to have been split down the middle. Mesh was well incorporated. I thought it was more dangerous to try to remove this mesh then [sic] to just close it primarily. The contamination from the small bowel enterotomy was minimal. We had good control from each of the points of enterotomy without any spillage of success entericus. The midline fascia and mesh were closed primarily with interrupted figure-of-eight #1 prolene sutures. We began at the top and the bottom and slowly closed the defect. The last middle third of the defect was closed by first placing all the sutures in position leaving them on clamps and once they were all in place, we went ahead and tied them one after the other. The mesh and fascia combination came together quite nicely. There was no evidence of any bleeding. The wound was irrigated. Subcutaneous tissue planes were reapproximated with running 2-0 vicryl suture to close some of the dead space and the skin was then closed with staples. A prevena device was placed across the wound. The patient tolerated the procedure well. There was minimal loss. There were no other complications. The patient was reversed from anesthesia and taken back to recovery room in stable condition.¿ (B)(6) 2018: (B)(6) medical center. (B)(6) md. Pathology report. Accession number: (B)(4). Surgical consultation ¿ final report. Final diagnosis: a. Small bowel, resection: small bowel with focal defect in the wall, hemorrhage and serosal adhesions with overlying skin. Resection margins viable and free of inflammation. Negative for dysplasia or malignancy. B. Small bowel resection: small bowel with focal mucosal ulceration, acute inflammation and changes suggestive of ischemia. Resection margins viable and free of inflammation. Negative for dysplasia or malignancy. Gross description: a. Received in formalin labeled portion of small bowel is an irregular segment of stapled and ragged bowel with attached soft tissue that is 7.5 x 5.7 x 4.8 cm. One aspect of the bowel is stapled close. The opposite aspect is ragged and open. Attached to the soft tissue at the ragged end is an elliptical portion of skin bearing an attached portion of yellow synthetic material. Upon opening the bowel segment, the lumen is empty. The lumen is approximately 6 cm in circumference. The mucosa is tan-brown with normal-appearing mucosal folds and peripheral regions of hemorrhage approaching the black-inked margin. Closer examination reveals there is a defect of the bowel wall that communicates with the soft tissue adjacent to the skin. No masses, polyps or ulcers are present. The stapled margin is inked blue, the ragged / open margin is inked black and the defect is marked with green ink. Representative sections are submitted as follows: a1) proximal and distal margins, a2) defect with adjacent skin and a3) random sections of small bowel. B. Received in formalin labeled small bowel is an irregular adhesed and tortuous portion of apparent small bowel that is approximately 30 cm in length. There are prominent areas of firm fibrous adhesions. Additionally, there are two areas of disrupted bowel with exposed mucosa centrally that are 3.7 and 2.3 cm in greatest dimension. Approaching the blue-inked resection margin, there is an embedded staple line and a duplicated lumen that is consistent with an anastomosis. Near the anastomosis there is a blind end pouch. The mucosa within this blind end pouch is tan-brown and diffusely granular. The anastomotic staple lines appear intact and there is focal granular mucosa overlying the staple line. There is focal brown mucosal discoloration within the wall disruption. The mucosa otherwise demonstrates focal areas of granularity, but is predominantly tan, unremarkable and has normal-appearing mucosal folds. Multiple enlarged lymph nodes are identified within the mesenteric adipose tissue. Received separately with in the container is an additional stapled fragment of bowel that is approximately 4 cm in length. There are at least three irregular staple lines and the segment is somewhat tortuous. There is an areas [sic] of exposed mucosa at one aspect (blue). The mucosa in this region demonstrates focal brown discoloration but no ulcers or lesions are present. The specimen is further opened to reveal unremarkable tan-brown mucosa with normal-appearing mucosal folds. The embedded staple lines appear intact. The resection margins are arbitrarily inked blue and black and representative sections are submitted as follows: b1) proximal and distal margins of longer small bowel segment, b2) wall disruptions of long small bowel segment, b3) areas of granular mucosa within blind-end pouch, b4) anastomotic staple line, b5) areas of granular mucosa throughout small bowel, b6) three enlarged mesenteric lymph nodes, b7) margins of smaller bowel segment, b8) anastomotic line within smaller small bowel segment (junction marked with green ink). (B)(6) 2018: (B)(6) services. (B)(6) md. Progress notes. Bowel sounds present but diminished. Prevena in place. Incision not visible. Doing well with positive flatus. Clear liquid diet. Oral norco. Dvt prophylaxis ¿ lovenox. Asthma ¿ stable, continue inhalors [sic]. (B)(6) 2018: (B)(6) services. (B)(6) md. Discharge summary. Has done well. Is eating and moving bowels. Comfortable on oral pain medications. Discharge home. Follow up next week. Abdomen soft. Bowel sounds present, wound bening [sic], proven removed, dressing applied. (B)(6) 2018: [missing records: records for CT scan showing ¿a collection¿ were not provided.] (B)(6) 2018: (B)(6) services. Neil william carlton gibson, md. History and physical. Presents with wound drainage. Underwent primary ventral hernia repair and small bowel resection x2 (B)(6) 2018. Developed purulent drainage from wound 3-4 days ago. Complains of incisional pain. Past medical history: common chronic obstructive pulmonary disease. Daily smoker. Weight 101.3 kg, bmi 39.56. Midline incision intact, purulent drainage between staples, firm tender area to the right of midline. Assessment/plan: wound infection: plan to open a portion of wound, culture drainage, possible wound vac at a later time; zosyn, pain control, IV fluids, clear liquid diet. (B)(6) 2018: (B)(6) services. (B)(6) md. Progress notes. Wbc 14.5 h. Assessment/plan: admitted with wound infection. Wound culture this am. May need operative exploration of midline wound. Nothing by mouth overnight. Continue IV antibiotics and pain medications. (B)(6) 2018: [facility ni.] Lab. Microbiology. Source: drainage. Site: abdominal surgical wound. Gram stain final: 1+ wbcs. 1+ epithelial cells. 1+ gram positive cocci. Aerobic/anaerobic culture final: 1+ mixed flora including two types of probable escherichia coli. A third colony type of gram negative bacilli, probable enterococcus species, and probable mixed anaerobic gram negative bacilli. (B)(6) 2018: (B)(6) services. (B)(6) md. Progress notes. Midline incision intact, staples removed, wound opened about 4 cm at umbilicus, drained serosanganous [sic] drainage, palpated down to fascia, dressing applied. Wbc 11.2 h. Assessment/plan: presented with pressure and collection noted on CT scan. Has improved on IV antibiotics with redness receeding [sic]. I opened wound and released seroma this morning. Fluid was straw colored and did not appear to be just puss. Continue IV antibiotics. Patient declines wound vac placement in cavity. Will discuss this further later. (B)(6) 2018: (B)(6) services. (B)(6) md. Progress notes. Wbc 8.3. Assessment/plan: agreed to placement of wound vac. Opened cavity a bit more after injecting lidocaine. Did well with that. Wound vac applied. Continue zosyn, fresh culture taken, wound vac, home friday, oral antibiotics. (B)(6) 2018: [facility ni.] Lab. Microbiology. Source: abdomen. Gram stain final: 1+ wbcs. 2+ gram negative bacilli. 1+ gram positive cocci. Wound culture final: 2+ mixed flora including probable escherichia coli, second colony type gram negative bacilli and probable enterococcus species. (B)(6) 2018: (B)(6) services. (B)(6) md. Discharge summary. Admitting/discharge diagnosis: post op seroma, wound infection. Hospital course: presented with redness and collection on CT. Wound opened and drained fluid consistent with seroma rather than abscess. Gram stain did show bacteria but cultures still pending. Wound vac placed and working well. Redness resolved in first 24 hours of IV zosyn. Send home on oral augmentin and wound vac. (B)(6) 2018: [facility ni.] (B)(6) rn. Phone call. Nicole from chemung county health called. Returned call. Advised me that patient is receiving home care 3x/week for dressing changes. (B)(6) 2018: (B)(6). (B)(6) md. Office visit. Presents for post-op. Abdomen: obese. Appliance(s) ¿ wound vac. Open area in midline about 3 cm, cavity smaller, serosanguineous drainage. Wound closing nicely. Denies fever or chills. New wound vac applied today return in 1 week. (B)(6) 2018: (B)(6). (B)(6) md. Office visit. Presents for post-op. Abdomen: wound without redness, open area 1 cm, no drainage, saline wet to dry applied. Slowly getting better. See in office in 2 weeks. Visiting nurse to reapply wound vac later today. (B)(6) 2018: [facility ni.] (B)(6) rn. Phone call. 10:22 am: returned call to (B)(6) from (B)(6) health department. Advised me recently saw patient at home and there was pimple-like lesion at top edge of incision. Noted once it ruptured, there was a lot of drainage and what appeared to be suture now protruding through hole. 10:58 am: received call from shannon who is with patient. Depth of opening is 4cm deep. Attempted packing and was successful for 2 cm until patient became uncomfortable and requested she stop. Advised per mda [michael d. Aronis] to apply wound vac and will evaluate friday. (B)(6) 2018: (B)(6). (B)(6) md. Office visit. Presents for post-op. Abdomen: appliance(s) ¿ wound vac. 2 cm open area, white foam placed in about 3 cm, wound vac applied. 6 weeks status post exploration with small bowel resection for repair of recurrent hernia. Primary closure of old mesh appears to be holding up. Return in 2 weeks. (B)(6) 2019: (B)(6). (B)(6) md. Office visit. Follow up on wound check. Abdomen: obese. Umbilicus healed. Small 1 cm opening, goes in about 1/2 cm. Healing nicely, no drainage. Draining point has dried up nicely. Remove wound vac today and apply dry dressings. Return in 1 month. (B)(6) 2019: [facility ni.] (B)(6). Phone call. (B)(6) with (B)(6) health department calling in regards to wound-care being discontinued, and stated will be discontinuing skilled nursing visits as well. Please call back. (B)(6) 2019: (B)(6). (B)(6) md. Office visit. 3 months follow-up open repair umbilical hernia. Doing well. Having random discomfort in both groin areas and also lump near rib cage. Assessment/plan: done well since repeat surgery. Despite not having new piece of mesh in place abdominal wall appears to be staying together. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for ¿mesh failure¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span february 7, 2012 through february 22, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: type ii diabetes mellitus; incisional hernia; obesity; (B)(6) 2012: 200 lbs. Arthritis; smoker; (B)(6) 2012: ¿smokes five to six cigarettes per day.¿; hypertension; chronic obstructive pulmonary disease [copd]. Surgical procedures: unknown dates: cesarean section x2 ; unknown date: hysterectomy ; (B)(6) 2012: laparoscopic repair of incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial ; (B)(6) 2012: laparoscopic repair of recurrent incisional hernia with mesh. Implant: ventralight mesh. (B)(6) 2017: exploratory laparotomy and bowel resection (B)(6) 2017: laparoscopic sleeve gastrectomy (B)(6) 2018: exploratory laparotomy, extensive lysis of adhesions, small bowel resection x2 with primary anastomosis and primary closure of abdominal wall (B)(6) 2018: incision and drainage of seroma implant preoperative complaints: (B)(6) 2012: ¿came to office for consultation. Complaining of lower incisional hernia on abdomen from previous hysterectomy. Also had caesarean section x2 through same incision. Having pain with bulge present; no nausea or vomiting.¿ ¿lower midline incision, no obvious hernia. There is defect at level of umbilicus and one at lower midline and reducible. No evidence of incarceration.¿. (B)(6) 2012: indication: ¿status post hysterectomy developed an incisional hernia who presents today for repair. We discussed the surgical technique. All questions answered.¿. Implant procedure: laparoscopic repair of incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/9083549, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2012 [hospitalization february (B)(6) 2012]. ¿ description of hernia being treated: ¿a small incision was made with the scalpel. Blunt dissection was used to expose the subcutaneous tissues. The hernia sac was identified and elevated, carefully opened. Through this a 12 mm hassan port was placed in the abdominal cavity and pneumoperitoneum was established to a pressure of 15 mmhg with carbon dioxide gas. The 5 mm laparoscope was passed into the abdominal cavity. Laparoscopy revealed some adhesions to the midline, I was able to visualize the patient's left abdominal wall where two 5 mm trocar sites were chosen. Local was injected into the skin, fascia and peritoneum. Two small incisions made with the scalpel and then two 5 mm trocars are passed into the abdominal cavity on the oblique muscles were out laterally under direct vision. The scope was inserted into out laterally look back at the midline. Adhesions were noted along the midline, were mainly omental adhesions to the hernia sac as well as the edge of the fascia. We then carefully took down adhesions using sharp dissection and harmonic scalpel dissection, freeing up further visualization of the patient¿s right abdominal wall with two 5 mm trocars were placed out laterally, on the right side using a similar technique under direct vision. Further dissection was conducted to take down the remainder of the adhesions from the hernia sac, freeing up all of the abdominal contents from the hernia. The adhesions are almost all omentum with the exception of some epiploic fat from the sigmoid colon which also taken down. There is no evidence of any bleeding or injuries to the intestine. At this point I took down the peritoneum just at the lower margin of the hernia defect out laterally on the patient¿s right side and began developing a tissue plane between the peritoneum and the rectus muscle. We exposed out laterally to the rectus muscle was exposed and the inferior epigastric vessels could be seen. There [sic] were carefully preserved. This tissue plane was dissected carefully down to the pubic tubercle and then below the pubic tubercle down into the space of retzius, freeing up the bladder from the anterior abdominal wall. A similar dissection was conducted in the left side such that the mesh could be placed well below the pubic bone. Once these dissection [sic] were completed examined and there was no evidence of any bleeding in the pelvis or injury to the bladder.¿. Implant size and fixation: ¿the mesh was brought to the operative field and ended up using a 34 x 26 cm dualmesh and cut it down to about 18 cm wide x 34 cm long, the mesh was prepped by placing at the lower margin of the mesh 3-0 gore-tex sutures about 5 cm back from the bottom of the mesh, such that the mesh would go below the pubic bone and then the sutures were placed along the top end of the mesh, placing the suture each corner in the upper midline and a couple stitches placed on either side. Mesh was rolled up and placed into the abdominal cavity. The hernia sac just below the umbilicus was closed with figure-of-eight 0 vicryl suture. Pneumoperitoneum was re-established. The patient persisted in the steep trendelenburg position. Under laparoscopic view, the mesh was unrolled and placed in position. We began with the lower midline stay suture site, which placed through the abdominal wall using the suture passer just at the lowest extent to the abdominal wall right adjacent to the pubis. The suture was tied and laterally in each side the 2 lower corner sutures were placed, paying careful attention so as to not injure the epigastric vessels on either side, which is directly visualized during the placement of sutures. The sutures were all tied at the lower margin. Upper midline suture site was chosen. Local was injected at that site. A small incision was made and then a suture passer was used to pull the sutures in position at that site and that suture was tied. The upper two corners also placed in position. The lateral sutures were placed in position on each side. The mesh was noted to be in good position with good coverage of defect with excellent overlap and adequate mesh below the margin of the pelvis. The mesh was then tacked using the sorbafix tacks, placing tacks every centimeter along the periphery of the mesh along the lateral side in the upper, as well as along the lower side, placing tacks along the lower extent of the abdominal wall, just above the pubic bone. A few tacks were placed out laterally to lay the mesh into position. The mesh was noted to be in good position with good coverage and good tacked fixation along the periphery of the mesh as well the inner field of the mesh as well. The peritoneal flap in the lower abdomen is intact along the lower margin of the mesh, so as to cover the lower aspect of the mesh and restore normal anatomy.¿. (B)(6) 2012: discharge summary: ¿admitted for elective repair of incisional hernia. Postoperative pain management problem first few days but eating that night. Friday doing better but not ready to go home. On weekend, seen by covering physician who sent her home. Follow up one week.¿ relevant medical information: (B)(6) 2012: ¿status post repair incisional hernia. Abdominal wounds benign. Bit tender on right side, but appears intact.¿. (B)(6) 2012: ¿abdominal wounds benign.¿. Explant preoperative complaints: (B)(6) 2012: ¿came to office (B)(6) 2012 for consult. Found to have large incisional hernia at abdominal wall. Taken to operating room for laparoscopic repair (B)(6) 2012. Presented back on (B)(6) 2012 complaining of mass and found to have recurrent hernia at upper end of repair. Smokes about half-pack per day. Weight 200 lbs. Abdomen obese. Tender on right side of umbilicus where palpable mass, which is reducible consistent with hernia. About 4 cm defect. No evidence of incarcerated intestine within it, but is difficult to say given her abdominal size.¿. (B)(6) 2012: ¿the patient presented back to the office with a recurrent hernia. She has had no fever or chills. No evidence of infection. The plan was to go to the operating room today and laparoscopically reaffix the mesh into position or perhaps add more mesh.¿. Explant procedure: laparoscopic lysis of adhesions, takedown of mesh, open removal of the mesh with culturing of the segment of the mesh, fluid cultures, partial omentectomy, and primary closure of hernia defect. Explant date: (B)(6) 2012 [hospitalization (B)(6) 2012]. ¿it became very apparent that the mesh totally separate [sic] from the entire left abdominal wall for the upper half of the mesh and also along the right upper side of the mesh as well. I placed the port in the right upper quadrant under direct vision and we eventually placed another port in the right lower quadrant as the dissection was conducted. The mesh came down nicely off the anterior abdominal wall. We cut the suture with the scissors. The old tacks were partially dissolve [sic] and these came down relatively easily. The tissue plane between the anterior abdominal wall and the mesh for the upper three quarters of the mesh was very loose and came down very easily. The mesh itself was peeled off of the rind that was behind it freeing up the mesh from the omentum and the abdominal contents. The lower part of the mesh was very well affixed to the anterior abdominal wall. We went posterior to the mesh and took down the peritoneal flap, which were present from previous surgery and exposed the lower edge of the mesh. From above the mesh, we were able to take down the rest of the staples and sutures freeing up that mesh completely. The abdomen was irrigated with saline. The fluid was aspirated. At this point, we discussed the possibility this may have been infected mesh. It is very difficult to say. She had no symptoms preoperatively; and if there is any question of infection, certainly putting new mesh in would be inappropriate and primary closure would be appropriate. We discussed the possibility of using biological mesh; and at this time, we opted not to use biological mesh. We completed a laparoscopy. At this point went ahead and proceed with an open surgery. The midline incision was made with the scalpel at the old scar from previous surgery. The subcutaneous tissue was divided with cautery and the hernia sac was opened. The abdominal cavity was entered. All the laparoscopic ports were removed. We were able to eviscerate the mesh. At this point, we cut a 1 inch square piece of the mesh to send off for quantitative cultures. We also cultured the fluid. The abdomen was then irrigated at this point with antibiotic containing irrigation. A liter of lr [lactated ringers] with 1 gram of ancef. The fluid was aspirated. The omentum had been inherent to the mesh . There was a thick rind on the omentum and we removed that segment of omentum with the harmonic scalpel and sent it to pathology as well. After adequate irrigating the abdomen, we went ahead and proceeded with closure. The defect at the lower midline was a pfannenstiel incision. It was a transverse defect. It was closed transversely with interrupted figure-of-eight #1 prolene sutures. Multiple sutures were placed closing the defect fully. The wound was irrigated. Skin flaps elevated on both sides of the incision to allow for a closure of the skin. The deep tissue planes were reapproximated with interrupted 2-0 vicryl sutures. The skin was closed with staples.¿. Pathology and culture reports detailing analysis of device collected during the (B)(6) 2012 procedure were not provided. (B)(6) 2012: discharge summary: ¿recurrent incisional hernia. Surgery (B)(6) 2012. Given antibiotics. Postoperative day 1 doing well. No complaints of pain. Bowel function returned quickly. Advanced to regular diet. By friday afternoon, walking, eating well and ready for discharge. Saturday discharged home.¿. Relevant medical information: (B)(6) 2012: ¿status post removal of mesh and primary closure. Cultures from mesh were negative , but some bacteria seen in one of fluid specimens. Wounds benign. Staples removed. Eating and moving bowels. Physically active and no complaints.¿. (B)(6) 2012: ¿overall, doing well. Had cough and upper respiratory tract infection lately and developed abdominal distention around old hernia site. Abdomen soft. Wounds well healed. Little bit of bulge in right side of midline consistent with previous hernia space, but no evidence of recurrent hernia.¿. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9083549. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia lower midline. Postoperative diagnosis: incisional hernia lower midline. Procedure: laparoscopic repair of incisional hernia with mesh. The size of the mesh 26 x 18 cm dualmesh. Anesthesia: general. Operative indications: ¿this is a 45-year-old female status post hysterectomy developed an incisional hernia who presents today for repair. We discussed the surgical technique. All questions answered. Description of procedure: after induction of general anesthesia, the patient underwent __ [sic] without difficulty. Her abdomen was prepped widely with chloraprep and draped in the usual fashion. 1% lidocaine mixed with 0.25% marcaine was injected into the skin at the lower midline incision, just below the umbilicus. Local was injected into the skin. A small incision was made with the scalpel. Blunt dissection was used to expose the subcutaneous tissues. The hernia sac was identified and elevated, carefully opened. Through this a 12 mm hassan port was placed in the abdominal cavity and pneumoperitoneum was established to a pressure of 15 mmhg with carbon dioxide gas. The 5 mm laparoscope was passed into the abdominal cavity. Laparoscopy revealed some adhesions to the midline, I was able to visualize the patient's left abdominal wall where two 5 mm trocar sites were chosen. Local was injected into the skin, fascia and peritoneum. Two small incisions made with the scalpel and then two 5 mm trocars are passed into the abdominal cavity on the oblique muscles were out laterally under direct vision. The scope was inserted into out laterally look back at the midline. Adhesions were noted along the midline, were mainly omental adhesions to the hernia sac as well as the edge of the fascia. We then carefully took down adhesions using sharp dissection and harmonic scalpel dissection, freeing up further visualization of the patient¿s right abdominal wall with two 5 mm trocars were placed out laterally, on the right side using a similar technique under direct vision. Further dissection was conducted to take down the remainder of the adhesions from the hernia sac, freeing up all of the abdominal contents from the hernia. The adhesions are almost all omentum with the exception of some epiploic fat from the sigmoid colon which also taken down. There is no evidence of any bleeding or injuries to the intestine. At this point I took down the peritoneum just at the lower margin of the hernia defect out laterally on the patient¿s right side and began developing a tissue plane between the peritoneum and the rectus muscle. We exposed out laterally to the rectus muscle was exposed and the inferior epigastric vessels could be seen. There were carefully preserved. This tissue plane was dissected carefully down to the pubic tubercle and then below the pubic tubercle down into the space of retzius, freeing up the bladder from the anterior abdominal wall. A similar dissection was conducted in the left side such that the mesh could be placed well below the pubic bone. Once these dissection were completed examined and there was no evidence of any bleeding in the pelvis or injury to the bladder. The mesh was brought to the operative field and ended up using a 34 x 26 cm dualmesh and cut it down to about 18 cm wide x 34 cm long, the mesh was prepped by placing at the lower margin of the mesh 3-0 gore-tex sutures about 5 cm back from the bottom of the mesh, such that the mesh would go below the pubic bone and then the sutures were placed along the top end of the mesh, placing the suture each corner in the upper midline and a couple stitches placed on either side. Mesh was rolled up and placed into the abdominal cavity. The hernia sac just below the umbilicus was closed with figure-of-eight 0 vicryl suture. Pneumoperitoneum was re-established. The patient persisted in the steep trendelenburg position. Under laparoscopic view, the mesh was unrolled and placed in position. We began with the lower midline stay suture site, which placed through the abdominal wall using the suture passer just at the lowest extent to the abdominal wall right adjacent to the pubis. The suture was tied and laterally in each side the 2 lower corner sutures were placed, paying careful attention so as to not injure the epigastric vessels on either side, which is directly visualized during the placement of sutures. The sutures were all tied at the lower margin. Upper midline suture site was chosen. Local was injected at that site. A small incision was made and then a suture passer was used to pull the sutures in position at that site and that suture was tied. The upper two corners also placed in position. The lateral sutures were placed in position on each side. The mesh was noted to be in good position with good coverage of defect with excellent overlap and adequate mesh below the margin of the pelvis. The mesh was then tacked using the sorbafix tacks, placing tacks every centimeter along the periphery of the mesh along the lateral side in the upper, as well as along the lower side, placing tacks along the lower extent of the abdominal wall, just above the pubic bone. A few tacks were placed out laterally to lay the mesh into position. The mesh was noted to be in good position with good coverage and good tacked fixation along the periphery of the mesh as well the inner field of the mesh as well. The peritoneal flap in the lower abdomen is intact along the lower margin of the mesh, so as to cover the lower aspect of the mesh and restore normal anatomy. There was no evidence of any bleeding. The pneumoperitoneum was released. All the ports were removed. All of the skin incisions were closed with 4-0 vicryl sutures. The skin was then sealed at each site using [sic]. The foley catheter was left indwelling. There was no evidence of any blood in the urine. The patient tolerated the procedure well , there was minimal blood loss. No complications. The patient was reversed from anesthesia and taken back to recovery room in stable condition.¿ on (B)(6) 2012: (B)(6) hospitals. Supply and implants charge voucher. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 9083549. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/9083549) was implanted during the procedure. On (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic lysis of adhesions, takedown of mesh, open removal of the mesh with culturing of the segment of the mesh, fluid cultures, partial omentectomy, and primary closure of hernia defect. Operative indications: ¿this is a 45-year-old female status post laparoscopic repair of incisional hernia with dual mesh. The patient presented back to the office with a recurrent hernia. She has had no fever or chills. No evidence of infection. The plan was to go to the operating room today and laparoscopically reaffix the mesh into position or perhaps add more mesh. Description of procedure: after induction of general anesthesia, the patient underwent placement of a foley catheter without difficulty. Her abdomen was then prepped with chloraprep and draped in the usual fashion. Beginning on the left upper quadrant 1% lidocaine mixed with 0.25% marcaine was injected into the skin and subcutaneous tissues. A small incision was made and then a 5 mm visiport was advanced over a 5 mm laparoscope into the abdominal cavity without difficulty. Pneumoperitoneum was established to a pressure of 15 mmhg with carbon dioxide gas. The scope was inserted through the port. Laparoscopy revealed some adhesions at the midline. No evidence of injury from the port location. In the patient¿s left lower quadrant, the free abdominal wall was examined. I was able to locate a spot for another port which was placed in the left lower quadrant. We used an extra-long port for that site. Utilizing the two ports, we began taking down adhesions in the midline. It became very apparent that the mesh totally separate from the entire left abdominal wall for the upper half of the mesh and also along the right upper side of the mesh as well. I placed the port in the right upper quadrant under direct vision and we eventually placed another port in the right lower quadrant as the dissection was conducted. The mesh came down nicely off the anterior abdominal wall. We cut the suture with the scissors. The old tacks were partially dissolve and these came down relatively easily. The tissue plane between the anterior abdominal wall and the mesh for the upper three quarters of the mesh was very loose and came down very easily. The mesh itself was peeled off of the rind that was behind it freeing up the mesh from the omentum and the abdominal contents. The lower part of the mesh was very well affixed to the anterior abdominal wall. We went posterior to the mesh and took down the peritoneal flap, which were present from previous surgery and exposed the lower edge of the mesh. From above the mesh, we were able to take down the rest of the staples and sutures freeing up that mesh completely. The abdomen was irrigated with saline. The fluid was aspirated. At this point, we discussed the possibility this may have been infected mesh. It is very difficult to say. She had no symptoms preoperatively; and if there is any question of infection, certainly putting new mesh in would be inappropriate and primary closure would be appropriate. We discussed the possibility of using biological mesh; and at this time, we opted not to use biological mesh. We completed a laparoscopy. At this point went ahead and proceed with an open surgery. The midline incision was made with the scalpel at the old scar from previous surgery. The subcutaneous tissue was divided with cautery and the hernia sac was opened. The abdominal cavity was entered. All the laparoscopic ports were removed. We were able to eviscerate the mesh. At this point, we cut a 1 inch square piece of the mesh to send off for quantitative cultures. We also cultured the fluid. The abdomen was then irrigated at this point with antibiotic containing irrigation. A liter of lr [lactated ringers] with 1 gram of ancef. The fluid was aspirated. The omentum had been inherent to the mesh. There was a thick rind on the omentum and we removed that segment of omentum with the harmonic scalpel and sent it to pathology as well. After adequate irrigating the abdomen, we went ahead and proceeded with closure. The defect at the lower midline was a pfannenstiel incision. It was a transverse defect. It was closed transversely with interrupted figure-of-eight #1 prolene sutures. Multiple sutures were placed closing the defect fully. The wound was irrigated. Skin flaps elevated on both sides of the incision to allow for a closure of the skin. The deep tissue planes were reapproximated with interrupted 2-0 vicryl sutures. The skin was closed with staples. The four laparoscopic excision incisions were also closed with staples. Dressing was applied to all the incisions. The patient tolerated the procedure well. There was minimal blood loss. No complications. The patient was reversed from anesthesia and taken back to recovery room in stable condition.¿ on (B)(6) 2012: [missing records: pathology and culture reports detailing analysis of device and specimens collected during on (B)(6) 2012 procedure were not provided.] On (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: laparoscopic repair of recurrent incisional hernia with mesh. Mesh used is a ventralight mesh. Assistant: (B)(6), pa. Anesthesia: general. Operative indications: ¿this is a 45-year-old female who underwent a repair of an incisional hernia with dualmesh and unfortunately had a recurrence and at that time of that initial evaluation there was turbid fluid present which was worrisome for infection. The mesh was removed and she was closed primarily. She presents back with recurrent hernia and is here for repair. Description of procedure: after induction of general anesthesia, the patient's abdomen was widely prepped with chloraprep and draped in the usual fashion. A foley catheter was inserted preoperatively. We began with a laparoscopic approach and a small incision was made with above the umbilicus with a scalpel. Cautery was used to divide the subcutaneous tissues. The fascia was exposed. A small incision was made with above the umbilicus with a scalpel. Cautery was used to divide the subcutaneous tissues. The fascia was exposed. A small incision was made in the fascia. The abdominal cavity was entered. Through this a 12 mm hassan port was placed in position and help in place with a 0 vicryl suture. Pneumoperitoneum was established to a pressure of 15 mmhg with carbon dioxide gas. The patient was positioned in trendelenburg. Laparoscope was inserted. I was able to visualize the patient¿s left abdominal wall and find two sites for 5 mm trocars. Local was injected into the skin and subcutaneous tissues. Two small incisions were made and two 5 mm trocars was passed into the abdominal cavity under direct vision. A 5 mm scope was inserted in the lateral port to look back at the midline. The hernia defect was identified. The area of the hernia was examined. The contents of the hernia were reduced. The right lower quadrant area was examined, and we began some dissection of the peritoneum to free up the peritoneum from the edge of the fascial defect using the harmonic scalpel. The tissue plane was indistinct. It was hard to make certain we were in the right tissue plane and not injure the bladder. Therefore I thought at this point it was best to make a lower midline incision to do an open dissection. The laparoscope was removed. The abdominal cavity was allowed to deflate. A lower midline incision was made with the scalpel. Cautery was used to divide the subcutaneous tissues. The defect was opened and the fascia was opened in the midline using cautery. Further dissection was conducted in the right lower quadrant taking into account the abdominal musculature, and we developed a tissue plane between the peritoneum and the abdominal musculature. I was able to dissect down along the lower midline into the space of retzius reflecting the bladder posteriorly and giving us exposure to the pubic bone on both sides. Dissection was conducted on both sides of the midline, creating a tissue plane to allow us to place mesh into position. Once this dissection was completed, we went ahead and placed a large piece of ventralight mesh using a 20 cm x 19 cm mesh. The mesh was prepped by placing an 0 gore-tex suture at the upper and lower midline of the mesh and then one on each side. The mesh was placed within the abdominal cavity. We then closed the lower midline fascial defect with interrupted running 0 prolene sutures closing most of the defect and establishing a pneumoperitoneum once again. The midline 12 mm port site with was closed with an 0 vicryl suture. We then established pneumoperitoneum utilizing the 5 mm sites in the left lower abdominal wall. The laparoscope was reinserted once we established peritoneum and then on the right abdominal wall two 5 mm trocars were placed out laterally to allow us to attack from that side. With the abdominal cavity inflated, we went ahead and fixed the mesh in place. The lower mesh suture been placed about 5 cm back from the edge of the mesh so as to allow for fixation of the lower midline and then allow the mesh itself to go down below the pubic tubercle. This suture was placed in position using the suture passer. We were able to place a suture through the lower midline incision. The suture was tied. Upper midline stay suture site was chosen. Local was injected at that site. A small incision was made and then the suture passer was used to pull the suture through the anterior abdominal wall at the upper midline. This suture was tied. The mesh was noted to be in good position. We then placed the lateral suture sites on the left and right sides and the mesh was then tacked using the securestrap tacker, placing tacks along the periphery of the mesh on either side of the midline and then down along the pubic bone. Tacks were placed just above the pubic bone so as to allow the mesh to lay under the pubic bone, but no tacks were placed in the bone itself. The mesh was noted to be in good position on both sides when visualizing from both the right and left lower quadrant. We placed additional tacks in the inner field of the mesh about 2 cm in from the edge, about 2 cm apart. The stay suture sites were all benign. The mesh was in good position. There was no evidence of any bleeding. The pneumoperitoneum was released and the ports were removed. The wounds were all closed with 4-0 vicryl sutures. The lower midline incision was closed with staples. Dressings were applied. The patient tolerated the procedure well. There was minimal blood loss. No complications. The patient was reversed from anesthesia and taken back to recovery room in stable condition.¿ on (B)(6) 2012: uhs. Supply & implants. Implant record. Ventralight st. Bard. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure, mesh removal, additional surgery. Additional event specific information was not provided.